Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. Analysis of the device memory indicated an issue with wireless telemetry. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient received inappropriate shocks. The patient's implantable cardioverter defibrillator (ICD) experienced a power on reset (por), a message stating "wireless telemetry is no longer available, and the inappropriate shock was due to atrial fibrillation (af) with rapid ventricular response (rvr). The device settings were recovered, reset, and reprogrammed. Wireless capabilities were unable to be recovered. The device remains in use. No further patient complications have been reported as a result of this event.